Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01931. Investigation is underway.

Event description:
After the implantation of a 29mm sapien 3 valve in the pulmonic position, the balloon ¿failed to deflate¿. The patient¿s heart rate dropped and the patient¿s pre-existing aicd delivered a shock; CPR was performed as well. The balloon was removed ¿fully inflated¿ and caused damage to the tricuspid valve.  No intervention was performed to correct the tricuspid valve at that time. Approximately 1 year post implantation, it was observed that the pulmonary valve and the tricuspid valve were both ¿leaking¿ and need surgical repair. Approximately 2 years post implantation of the 29mm sapien 3 valve, surgical intervention was performed to resolve the regurgitation of both the tricuspid and pulmonic valve.

Manufacturer narrative:
The device was not returned for evaluation. No photographs, videos, or imagery were provided for review. A review of lot history revealed no other complaints related to ¿delivery system ¿ deflation difficulty-unable to deflate¿ or ¿delivery system ¿ inflation difficulty¿. A device history review (DHR) did not reveal any manufacturing issues that would have contributed to the event. A review of complaint data for may 2015 to may 2018 revealed that the monthly complaint rates did not exceed their respective control limits for the complaint trend category ¿inflation, deflation difficulty¿. (Note: both ¿delivery system ¿ deflation difficulty-unable to deflate¿ and ¿delivery system ¿ inflation difficulty¿ are tracked in the same complaint trend category). Based on the review of the IFU and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As no devices, photographs, videos, or imagery were provided, the complaints for ¿delivery system ¿ deflation difficulty-unable to deflate¿ and ¿delivery system ¿ inflation difficulty¿ were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any functional or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Since no difficulties were reported during de-airing, it is likely that the issue was not present out-of-box. Available information suggests that procedural factors contributed to the reported events. As noted in the medical records, the system was rotated clockwise after pulling the flex tip back, prior to inflation. Per the procedural training manual, the delivery system should not be torqued as it can result in kinking of the delivery system. It is possible that the torqueing of the system kinked the balloon shaft and/or twisted the crimp balloon. If either of these occurred, the fluid pathways would be obstructed, resulting in inflation and deflation difficulty. As such, the root cause for this complaint can likely be attributed to procedural factors. However, based on available information, a definite root cause cannot be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿delivery system ¿ deflation difficulty-unable to deflate¿ and ¿delivery system ¿ inflation difficulty¿ were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. However, available information suggests that procedural factors contributed to the complaints. A review of complaint data for may 2015 to may 2018 revealed that the monthly complaint rates did not exceed their respective control limits for the complaint trend category ¿inflation, deflation difficulty¿. (Note: both ¿delivery system ¿ deflation difficulty-unable to deflate¿ and ¿delivery system ¿ inflation difficulty¿ are tracked in the same complaint trend category). Since no manufacturing non-conformance were identified and no IFU/training deficiencies were identified, no corrective/preventative actions are required at this time. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non-target location, or retracted and removed through a surgical cutdown. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The cause of the tricuspid regurgitation was caused by an emergent withdrawal of the delivery system with an inflated balloon though the native tricuspid valve, secondary to deflation difficulties.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During pulmonary valve transcatheter replacement with 29 mm edwards sapien pvr, difficulties with inflation and deflation of the commander delivery system balloon occurred. Injury to the tricuspid valve was observed. The patient was intubated and under ga. Access for the tpvr was the right femoral vein. 2 palmaz stents were placed prior to the valve. The first palmaz stent was malposition and was¿¿slightly jailing rpa.¿ ¿the 29 mm edwards delivery system was prepped and advanced across the rvot. After much difficulty to advance the nose cone through the previous stents the valve and its skirt were in appropriate place. The valve balloon was inflated with 33 cc to maximum. It was very difficult to inflate. The balloon would not deflate after reaching maximum. Vt was induced and defibrillator spontaneously went off. CPR begun almost simultaneously as bp dropped. The balloon was withdrawn into ivc. Eventually balloon came down and withdrawn.¿ the balloon was pulled into the right ventricle and through the tricuspid valve. The edwards valve remained in place. The patient had vtac and the patients pre-existing aicd delivered a shock. ¿rv angiogram with 7 fr berman: shows a competent sapian valve in the pv position. There is no dissection, aneurysm, or intimal flap.¿ there was no information of pvl or gradients of the 29mm s3 post procedure. The op note then goes into detail post-procedure that the tricuspid valve had ¿regurgitation.¿ the patient was admitted on pod3 with ¿chest pain.¿ testing ruled out any mi and the conclusion was ¿chest wall pain from the CPR¿. The physician also told the patient that ¿patients do experience pain after the valve is in from stretching of the mpa/rvot that resolves in a few weeks.¿   the echo report approximately 1 year and 6 months post pulmonary valve transcatheter replacement with 29 mm edwards sapien pvr showed stent artifact in the region of the pulmonary valve and proximal mpa c/w sapien pvr, mild pulmonary stenosis (peak gradient~ 19.2 mmhg), moderate to severe pulmonary valve regurgitation. Moderate tricuspid valve regurgitation (mildly increased from previous study). Approximately 2 years post pulmonary valve transcatheter replacement with 29 mm edwards sapien pvr, surgical intervention was performed to resolve the regurgitation.